Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a g7 cgm after eating breakfast without a meal announcement and then pausing insulin to shower, during which the system could not deliver insulin; the highest cgm reading was 321 mg/dl and a separate glucometer reading was 278 mg/dl. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia with subsequent correction dosing by the ilet and blood glucose trending down. Investigation included user interview, device-use review, and troubleshooting and education focused on meal announcements and avoiding insulin pauses around meals. Investigation of this case revealed no device malfunction and identified user-related factors, specifically a missed meal announcement and therapy pause, as the cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement and interruption of insulin delivery.